Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's implantable cardioverter defibrillator (ICD) was in backup mode. Loss of defibrillation therapy was also noted. Programming changes were made. There were no patient consequences.